Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device was not working properly was confirmed. An assessment was performed and it was observed that there was sharp edge on the electronic control unit (ecu), the oscillating head was cracked, the seals were worn and there was debris inside the sleeve for the saw ratchet, and the guide and pin were damaged on the trigger. It was further determined that the device failed pretest for general condition (sharp edges), check the saw blade coupling (cracked oscillating head), check the saw head ratchet (ratchet sticks), and trigger test (trigger sticks). It was determined that the assignable root cause of these conditions were due wear from normal use and servicing over time. The condition of the cracked oscillating head has been captured in a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device was not working properly. During in-house engineering evaluation it was observed that the device failed trigger test for sticky trigger. It was reported that this is educational equipment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.